Event description:
It was reported that the inflatable penile prosthesis (ipp) is having inflation issues. The patient is having problems to activate the pump and the device remains deflated. On physical examination, while the doctor was activating the pumping mechanism, it was noticed that the pump is collapsed. A fluid leak is suspected, and a revision surgery was recommended. No patient complications were reported.